Manufacturer narrative:
Based on the available information, it is not known what role, if any, the lava ultimate crown may have played in the reported interventions. Other factors, such as prior tooth history, may have contributed to the need for root canal therapy and ultimately, tooth extraction.

Event description:
A dental professional reported the case of a (B)(6) year-old male patient who required root canal therapy and subsequent extraction of tooth #18. This tooth had a lava ultimate cad/cam restorative for e4d crown placed on (B)(6) 2013; prior to the crown, it was reported the tooth had a large composite restoration with recurrent decay. Specific timing details were not made available to 3m, but at some point root canal therapy was performed, the crown was re-cemented and another lava ultimate crown was placed (along with core build-up). On (B)(6) 2016, it was reported the tooth required extraction.